Event description:
Dealer states chair stops and then when he turns it back on it tends to veer to the right. Dealer was not able to duplicate yet. End user could not say what error message may have been on the display.